Event description:
It was reported that a pump declared alarm 20 during the load process. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite following correct procedures to load a new cartridge, the issue persisted. Customer reverted to multiple daily injections (mdi) for backup therapy.